Event description:
Visual inspection revealed that the bottom cover was damaged, the handle was cracked, and the rubber encasing of the patient cable was loose. The system booted up and functioned as intended. The bottom cover, handle, and patient cable were replaced. A software label, battery label, two wire saddles, and one wire clip were added. It was stated to upgrade 01.01.00 to 01.02.01.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) appearing damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have small cracks in its bottom housing near the ac power cable connection and on its handle upon arrival. The rubber encasing around the patient cable lemo connectors was observed to be slightly loose. The mpu was returned to the european distribution center (edc) where the mpu¿s damaged components were replaced with new components and preventive maintenance was performed. The unit was functionally tested at the european distribution center and performed as intended throughout all testing. And the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate mobile power unit quick setup guide (rev. A) describes the sequence of events for properly setting up the mobile power unit. The user is instructed to insert the batteries in the mobile power unit, then connect the power cord. A self-test should then occur and the green power on light illuminates, confirming that the unit is ready for use. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) cautions that when moving the mobile power unit to a different location or ac power source, the controller must first be connected to 14 volt batteries. This section also provides instructions for replacing the mobile power unit batteries. It is noted that the alkaline aa batteries are used to power mobile power unit alarms only. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes the visual and audible alarms that are associated with the mobile power unit. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. D - section 10 ¿safety checklists¿) instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit had broken housing. It was stated by the technician that the housing was severely broken, and they did not test the device.